Event description:
This is filed to report a leaflet perforation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. During preparation of a mitraclip xtw (20428r121), it was inverted during testing. The clip would not open when unlocked. After troubleshooting, the device managed to be opened, but closing the clip was still difficult. The decision was made not to use the clip. There was no patient involvement and a new xtw clip (20428r119) was used. The new clip was implanted on the valve; however, a perforation of the posterior leaflet was noted. There was no noted device issue and the clip remained stable on both leaflets. The procedure was complete with a final mr grade of 2. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported tissue injury appears to be related to leaflet pathology. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.